Event description:
The implantable neurostimulator began turning off on its own beginning approximately 3 weeks ago. No other clinical data was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.